Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that frost was observed on the coaxial umbilical cable. The data files were reviewed and a system notice was received indicating that the refrigerant delivery path was obstructed. It occurred during the transition phase as the flow appeared to dip. A system notice was received indicating that there was a problem with the injection process and a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Test ablations were performed at a later date and no issues occurred.

Event description:
It was reported that during a cryo ablation procedure, after a couple of inflations, a system notice was received indicating that the safety system detected a compromised outer vacuum and a system notice was received indicating that the balloon was deflated. The coaxial umbilical cable and electrical umbilical cable were replaced without resolution. The balloon catheter was replaced and another set of cables were replaced again but the system notices occurred again and an additional different system notice was received indicating that the refrigerant delivery path was obstructed. The balloon catheter was replaced again. The case was switched to radiofrequency (rf) and completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with an unknown lot number was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately 2.02 inches from the lemo connector. Visual inspection of the shaft segment area showed the shaft was broken from the lemo connector. Inspection also identified broken wire. Visual inspection of the introducer showed the introducer was broken at the proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conclusion, the mapping catheter failed the returned product inspection due to the shaft kink/twist. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.